Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the evening of (B)(6)2020, the cgm receiver showed 10 mmol/l and she received a high glucose alert. She took insulin but the cgm value did not decrease and she took more insulin. She cannot remember how much insulin she gave herself. She was using an insulin pen, and not using a pump. After a while she became unconscious and cannot remember anything. She woke up by herself and her receiver showed 18 mmol/l, but she stated she felt like her glucose was very low instead. She did not have a bg-meter so she did not know what her actual value was. She ate something but could not remember what it was. She went to her father who lives on the same street. She had hit her head when she went unconscious and was bleeding from the back of her head; her father called an ambulance and she went to the hospital late in the evening and received a few stitches. She also had a concussion. Her bg was checked at the hospital, but she could notremember the value. She stated that she could not remember if she was kept for one or two days at the hospital before being discharged. At the time of the report she was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the evening of (B)(6) 2020, the cgm receiver showed 10 mmol/l and the patient received a high glucose alert. She took insulin but the cgm value did not decrease and she took more insulin. She cannot remember how much insulin she gave herself. After a while she became unconscious and could not remember anything. She woke up by herself and her receiver showed 18 mmol/l but she stated her glucose very low instead. She did not have a bg meter so she did not know what her actual value was. She was using an insulin pen, and not using a pump. She hit her head when she went unconscious; she went to the hospital and received a few stitches. She also reported that she had a concussion. At the time of the report she was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.